Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that f11 was blown. The fuse was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system's mobile view station (mvs) was received no line power. It was on a known good outlet. There was no patient present when this issue was identified.